Event description:
The customer contact reported the endotool software program recommended less insulin dose than expected. The endotool glucose management system v7.2.1800.3 was being used to manage the pt¿s blood glucose (bg) level. It was reported that the pt was previously discontinued from the endotool software on an unspecified date in (B)(6) 2011. On (B)(6) 2011 at an unspecified time, the pt was restarted on the endotool software. The nurse entered the pt¿s current info into the endotool software. At an unspecified time, the nurse checked the pt¿s bg and obtained a value of 517 mg/dl. The value was obtained from a point of care glucometer. The endotool software displayed a recommendation of an unspecified bolus dose of regular insulin, a regular insulin delivery at an unspecified rate, and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. At an unspecified time, it was reported that the pt¿s bg value was 580 mg/dl. It was reported that the nurse delivered six unspecified subsequent dosing recommendations from the endotool software. At an unspecified time, it was reported that the pt¿s bg value was 403 mg/dl. During troubleshooting, it was found that the endotool software calculated the dosing recommendations based on the br and f values (dosing curve values) from (B)(6) instead of calculating new br and f values based on the pt¿s current info. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).